Manufacturer narrative:
Please note that the catalog number was updated from "otbxxx" to "otb42120." Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
While advancing the outback through the vascular sheath over the iliac bifurcation it was reported that the tip of the catheter broke off. The procedure was aborted due to the device fracture and the sheath was removed from the patient with the distal tip of the outback still inside of it. It was noted that the device prepped accordingly with no anomalies noted. One non sterile outback was received coiled inside two plastic bags. An unknown catheter sheath introducer was received with the outback catheter. The tip of the outback was missing. Blood residues were found in the hemostatic rotating valve. No other anomalies were detected. During the microscopic analysis, the welding points were noticed to be present. A DHR review could not be performed, since the lot number was not provided by the customer; however, the historical pull test results show a value of 3.14 which is higher than the specification (B)(4), and the lowest historical value was of 2.14 lbs which is also higher than the specification. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer could not be conclusively determined; however, procedural factors may have contributed to the failure. The analysis does not suggest that this failure is related to the manufacturing process. There are controls in the manufacturing line to avoid this kind of issue to leave the facility; therefore, no action was taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The physician had a complaint with an outback catheter he used in a procedure. The outback catheter tip broke off in the sheath. The procedure was aborted due to the device fracture, with the distal remnant lost in the vascular sheath. The sheath was removed from the patient with the distal tip of the outback in the sheath. This happened while going over the iliac bifurcation.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.